Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the por error message was not determined, but the patient has the stimulation as intended, the patient can interrogate the implantable neurostimulator (ins) using the patient programmer, and there are no errors appearing on the patient programmer. The actions taken to resolve the issue were that the continue button was not pressed to avoid the loss of programming settings. The issue has not since been resolved and in the next follow-up session, they will try to read the ins again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the appointment took place on march 19th and the device was read without problems. The implantable neurostimulator (ins) was interrogated with a different clinician programmer and no errors appeared, also closed-loop was correctly activated. The issue has been resolved. The cause of the por error message was not determined.

Manufacturer narrative:
B3: date is valid g2. Foreign: spain medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a manufacturer representative (rep) attempted to read a recently implanted neurostimulator (ins) and the following error appeared: ID de por: 0x10 0×8002000. All apps were updated but the error appeared again (pictures of error sent but didn¿t come through on the email). Technical services confirmed that por means ¿power on reset¿ and gave possible reasons for the error. Normally the battery should resume automatically from the por and the clinician tablet should just notify you about the por and it should give you the opportunity to continue the interrogation by pressing the continue button. A request for logs was made. No patient injury was reported. Additional information was received. It was confirmed that the patient has the intended stimulation, the ins can be interrogated with the patient programmer, and no error¿s have appeared on the patient programmer. Images were also provided showing the error: por 0x10 0c8002000. The continue button was not selected on the error at the time as this patient will be seen again in january. More info will be provided then.